Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that an anomalous integrated circuit chip caused the high current drain resulting in premature battery depletion.

Event description:
It was reported that the pulse generator exhibited battery depletion within one year. The device was removed.